Event description:
The device was explanted on (B)(6) 2022. The patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced inflammation at the incision site and subsequently treated with oral antibiotics (date and duration not reported).

Event description:
Per the clinic, the patient developed an infection at the incision site, and was treated with a topical antibiotic. The implanted device remains.